Event description:
It was reported that pacing impedance measurements for this right ventricular (rv) lead have risen over the past year from the 500 ohms range to the upper 900 ohms range. Sensing and threshold measurements were noted to be appropriate and no noise was observed on stored electrograms. The field representative was transferred to medtronic technical services to discuss impedance ranges. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).